Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal #: z-0955-2020. (B)(4). S/w 2.8c. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the mg/dl value properly from glucose meter. Unit sensor feature working properly. No unexpected suspend mode noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 99 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer stated that customer sensor reading were low and threshold was suspending. Sensor glucose value that triggered the suspend event was below 40 mg/dl and threshold suspend limit in sensor settings was 60 mg/dl. The customer¿s blood glucose was 128 mg/dl. The customer treated with insulin pump. The customer¿s blood glucose was 67 mg/dl and treated with glucose. The customer¿s blood glucose was 99 mg/dl, 101 mg/dl. The sensor will be returned for analysis.